Event description:
A customer contacted company regarding falsely low total bilirubin enzymatic (tbe) results from two different neonatal patient samples that were generated by the synchron lx20pro instrument. The tbe result was 2.9mg/dl from patient a annd 1.4mg/dl from patient b. The tbe results were reported out of the lab and questioned by the physician. The patient samples were retested for tbe on another instrument in their lab. The tbe results obtained from another instrument were: 15.5mg/dl for patient a and 10.0mg/dl for patient b. Corrected reports have been issued for patient a and patient b. It is unknown if patient treatment was initiated or withheld as a result of this event.